Event description:
On (B)(6) 2022, (B)(6) healthcare was notified of two incidents involving a scout compact power scooter. The end user called to report a "5 beep code" on the unit's battery, but also reported that the scooter has tipped over twice: once 4 years ago, when the end user drove off a small ramp, causing her to fall on her hip and resulting in a partial hip replacement; and once 2 years ago when the scooter tipped again while driving down a small ramp, causing her to fall and break her hip. Although the end user admitted that both past incidents were her fault, drive is investigating and will file an update if additional information becomes available.